Manufacturer narrative:
Device evaluation: the stent remains in the patient, and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. It was reported that 609 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (8mm long) was identified in the proximal left anterior descending artery (prox lad) with 90% stenosis and a 3.0mm reference vessel diameter. The lesion was treated with predilation and placement of a 3.0mm x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. Eight days prior to the event, the patient underwent cardiac catheterization, due to complaints of chest pain and shortness of breath. The patient was discharged the same day and scheduled for readmission for angioplasty and stent placement in eight days due to renal insufficiency. At 609 days post index procedure, consisted of placement of a non boston scientific stent in the proximal lad. Residual stenosis was 0%. Of note, at this time, treatment also consisted of placement of a boston scientific stent in the obtuse marginal. Residual stenosis was 0%. The patient was discharged to home one day later on aspirin and clopidogrel. In the opinion of the physician, the event was not related to the taxus express2 drug eluting stent. In september 2007, the clinical events committee (cec) adjudicated the causality from not related to possibly related to the taxus stent.